Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, via social media, that on (B)(6) 2018, the patient experienced a hypoglycemic event. The patient's mother indicated that the patient has never had stable type 1 diabetes and always had highs and lows. She stated they were having internet issues and 40% of the time, they experienced no data signal. The patient had two hypoglycemic events in the same night of (B)(6) 2018, one of which they lost signal on the second event. Treatment for the event is unknown. The dexcom was next to the patient on the night stand and did not reconnect for 30 minutes. The patient's mother stated they internet kept dropping and was concerted that the patient might sleep through a hypoglycemic event. Additional patient or event information is not available. No data was provided for evaluation. The complaint confirmation was unable to be determined. The probable cause could not be determined.